Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded with stent impressions between the markerbands. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination inspection presented no damage or irregularities to the tip. Microscopic examination inspection presented no damage or irregularities to the balloon. The stent was not returned for product analysis, as the stent was implanted. Inspection of the device revealed no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented at 3am and two non bsc stents, sizes 2.75x38mm and 3.50x18mm, were successfully implanted, overlapping in the severely tortuous and severely calcified left anterior descending artery (lad). The procedure was completed with no patient complications and the patient left the cardiac cath lab early that morning. Twelve hours later, the patient complained of chest pain and was brought back to the cardiac cath lab. Access was obtained transradially through the left arm. The physician attempted to deliver a 2.5x12mm rebel monorail stent through a guidezilla guide extension catheter and through the two previously implanted non bsc stents; however the attempt was unsuccessful. It was noted that the rebel stent had embolized at the proximal edge of the previously implanted non bsc stent. A 3.5x12mm emerge balloon catheter was delivered to the site and was used to successfully crush the dislodged rebel stent against the vessel wall. The emerge balloon catheter was then removed and a 3.5x12mm nc quantum apex balloon catheter was advanced to further crush the dislodged rebel stent against the vessel wall. The procedure was completed and the patient left the cardiac cath lab in stable condition with no patient complications. The following day the patient as brought back and it was noted the rebel stent hadn't moved and was still crushed against the vessel wall.

Event description:
It was reported that stent dislodgement occurred. The patient presented at 3am and two non bsc stents, sizes 2.75x38mm and 3.50x18mm, were successfully implanted, overlapping in the severely tortuous and severely calcified left anterior descending artery (lad). The procedure was completed with no patient complications and the patient left the cardiac cath lab early that morning. Twelve hours later, the patient complained of chest pain and was brought back to the cardiac cath lab. Access was obtained transradially through the left arm. The physician attempted to deliver a 2.5x12mm rebel monorail stent through a guidezilla guide extension catheter and through the two previously implanted non bsc stents; however, the attempt was unsuccessful. It was noted that the rebel stent had embolized at the proximal edge of the previously implanted non bsc stent. A 3.5x12mm emerge balloon catheter was delivered to the site and was used to successfully crush the dislodged rebel stent against the vessel wall. The emerge balloon catheter was then removed and a 3.5x12mm nc quantum apex balloon catheter was advanced to further crush the dislodged rebel stent against the vessel wall. The procedure was completed and the patient left the cardiac cath lab in stable condition with no patient complications. The following day the patient as brought back and it was noted the rebel stent hadn¿t moved and was still crushed against the vessel wall.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).